Manufacturer narrative:
The subject device is not available.

Event description:
Coil embolization was being performed in the internal carotid artery aneurysm when during repositioning of the coil, it stretched; however, the coil remained attached to the delivery wire. The physician used a snare device to remove the coil because it was stuck. There was no clinical consequence to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Information available indicated that the device was confirmed to be in good condition prior to use. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available; the cause of the reported issue cannot be determined.

Event description:
Coil embolization was being performed in the internal carotid artery aneurysm when during repositioning of the coil, it stretched; however, the coil remained attached to the delivery wire. The physician used a snare device to remove the coil because it was stuck. There was no clinical consequence to the patient due to this event.